Event description:
User experienced a slow leak from the analyzer over two days. The leak was in front of the analyzer where an operator would walk. No pt results were affected. No one slipped or fill in the liquid.

Manufacturer narrative:
The field service rep. Determined there was a leaky tubing #2 on the rinse mechanism and replaced it. Mechanisms checks were performed. No add'l leak noted.